Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to remove the case from the pump, inspect the pump and pneumatic tap area, remove an o-ring, clean the area, fill a new cartridge, and complete the load process by following on-screen instructions. Caller successfully loaded the cartridge onto the pump and resumed insulin therapy.